Event description:
The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. There was no report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. There was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An internal visual inspection was performed by the manufacturer. The manufacturer found evidence of dust contamination on the blower box, liquid ingress in the blower box and on the blower. The manufacturer confirmed evidence of dust contamination and water ingress in the device. The manufacturer concludes no evidence of sound abatement foam degradation or breakdown. Section d9, g3, h6 has been updated / corrected.

Manufacturer narrative:
Additional information was received on apr 18, 2022 and section h11 was captured wrong in previous report and it should be reported as: the manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue that device makes grinding noises related to a bipap device's sound abatement foam. Additional information was received about the allegation of visualization of particles. There was no report of serious patient harm or injury. Section b7 and e1 has been updated in this report. The manufacturer was missed to code h6 medical device problem code in the previous report which was updated in this report.